Manufacturer narrative:
H3: product analysis: visually, the inner shafts were broken for both samples 0.57 and 0.58 inches from the distal end of the inner hub for the first and second samples, respectively, when returned. The rotating hub for the first sample was broken/dislodged from the outer hub when returned. There was contamination on the outside diameters of the outer tubes of both samples. Additionally, there were striations at the break points of both samples. Functional testing could not be performed due to the broken state of the devices. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the blade was snapped. There was no known patient impact.